Event description:
The customer called for assistance with the insulin pump. The customer then mentioned that he was hospitalized for high and low blood glucose levels. The customer declined to provide further information.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.